Event description:
It was reported that sheath tip damage occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a watchman laa closure device was implanted. After the completion of the case when the was removed from the patient, the was noted to have this plastic string hanging out near the tip. There were no adverse patient effects as a result of this event.